Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site while playing on the slide. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 381 mg/dl with acetonemia at 5mmol. The pod was worn between 25 and 36 hours. It was noted that the cannula dislodged from the site while playing on the slide. Symptoms reported include fatigue, abdominal pain, nausea and intense thirst. Hyperglycemia treated with a new pod and a pen correction.